Event description:
It was reported that an error message was displayed when attempting to interrogate the implantable cardiac monitor. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.